Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The female patient was in an MRI on the (B)(6) 2016. After the MRI the pump was checked by the refill center at 3 pm. No failure was shown. 9.28 ml volume of baclofen was inside the reservoir. After coming home the patient felt in sleep. As her parents were unable to awake the patient until 8 pm the patient was send in the intensity care of the hospital. It was explained as a reaction of the dormicum the patient got during the MRI. The patient was intubated at this time. After extubated the next day ((B)(6) 2016) the patient went home again. At the same day she was send in a hospital again with symptoms of baclofen overdose, but the ic doctors had their focus on vital-functions. She was intubated again. After checking the pump on the (B)(6) 2016 we found a loss of drug (approx 6 ml)

Manufacturer narrative:
(B)(4) . The device was not returned for evaluation. However, additional information was available in the form of pump transaction logs and a field visit. Pump data: status, error and sensor measurements. The pump interrogation on (B)(6), 12:02 indicated 6.53ml of saline water remaining in the pump reservoir. According to the fls measurement, 5.6ml were missing in the reservoir since the last interrogation on (B)(6) . It was therefore recommended to put the pump in stop infusion for one day. This action would indicate whether the pump presents a leak. The pump interrogation performed during field visit on (B)(6) at 12:35 by means of a hardware technician key the values obtained were consistent with the expected status and sensor measurements. The corresponding temperature measurement is 37.9°c and the fls frequency measurement is 305028 hz which corresponds to 6.44 ml. Transaction logs analysis. The provided transaction logs of the pump (B)(4), from (B)(6) 2015 to (B)(6) 2016 were analyzed. Discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls. The pump was programmed at a flow rate of 0,275ml/day on (B)(6) . A pump interrogation on (B)(6) indicated a fls measurement of 1.81ml. Thus, 5.96ml was missing in the reservoir in comparison with the expected value based on the programmed flow rate. For this reason, the pump was not filled with baclofen anymore but with nacl. The pump was programmed at a flow rate of 2,0ml/day on (B)(6) . A pump interrogation on (B)(6) (12:01h) indicated a fls measurement of 3.91ml. Thus, 5.66ml was missing in the reservoir in comparison with the expected value based on the programmed flow rate. From (B)(6) , the doctor decided to keep the pump implanted in stop infusion. The transaction logs of the pump (B)(4), from the MRI exam date on (B)(6) 2016 were analysed. According to the provided transaction logs, 5.9ml were missing in the reservoir. The defect was confirmed based on the transaction log analysis. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. The DHR of product code 91-4200, lot cmbc89, was reviewed and no discrepancies were noted. The product was released on (B)(6) 2011, qty. 9. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information received regarding event: the present report relates to the event reported on (B)(6) 2016, in (B)(6) by (B)(6) . The medstream 20ml pump (B)(4) was implanted on (B)(6) 2011. The pump was filled with baclofen with a concentration of 2000mcg/ml and a daily dose of 550mcg/day. The last refill was performed on (B)(6) 2016. The patient had an MRI on (B)(6) 2016. Dormicum was administrated to the patient at this time. The pump was checked 2 hours after the MRI, no error was observed. A remaining volume of 9.28ml was indicated by the fls, which seems to be consistent with the last refill date of (B)(6) 2016. The patient was sent home, but as her parents could not wake up her, she was immediately sent back to the intensive care unit. The patient was intubated. As this reaction was associated to the dormicum she got during the MRI exam, the next day ((B)(6)) the patient was sent home again. The same day ((B)(6) ), the patient showed baclofen overdose symptoms and was sent back to the hospital. The ic physicians focussed on vital functions.